Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the condition was the result of a timing anomaly internal to the l320 pacing/sensing integrated circuit. We also received performance data collected from the device and have analyzed the data. The device tripped the elective replacement indicator (eri) on (B)(6) 2010.

Event description:
It was reported that the device reached early elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.